Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of (B)(4). The "door jammed" alarms were confirmed through the event history log review. The cause was undetermined. If any add'l info is received a follow up will be sent. The lower auxiliary assembly, and upper auxiliary assembly were replaced.

Event description:
During the eval of a returned spectrum infusion pump, 2 occurrences of "door jammed" alarms were identified in the event history log. Any patient involvement, injury or medical intervention is unk since these items were found during eval of the device.